Manufacturer narrative:
Onsite investigation by a spacelabs field service engineer (fse) confirmed the loss of telemetry channels was due to overheating in the customer¿s telemetry receiver room following a power outage. The lack of cooling in the room from the power outage caused the receivers to become overheated, resulting in a loss of signal. Signal transmission was restored by cooling the device and repairing the receiver. The device was then tested in accordance with all relevant procedures and restored to service. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that on (B)(6) 2016 telemetry waveforms were not displaying at the central station following a power outage. No injury was reported as a result of this event.